Manufacturer narrative:
If any additional information is provided about this event at a later date, a supplemental medwatch report will be submitted with the new information.

Event description:
The customer reported a disinfectant leak at the valve right under the drain and requested part identification and a quote regarding the drain system. The asp technical service associate informed the customer that the disinfectant pump valve is probably not closing all the way and needs to be replaced. The part numbers and pricing for the skinner valve assembly and the service guide were provided. The customer replaced the parts and the unit is functioning fine. There was no human reaction due to the issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history for the asp automatic endoscope reprocessor with printer did not reveal a significant trend. Trending analysis for fluid leak issues associated to the asp automatic endoscope reprocessor with printer did not indicate a significant trend over the past 12 months. The fmea (failure mode effects analysis) for the aer associated to spills / leak failures is considered minimal. The fmea (failure mode effects analysis) for cidex opa solution associated to spills / leak failures is considered minimal. The shuma (system hazard and user misuse analysis) was reviews and determined that the risks of user exposure due to spills are a category 1. The hhe (health hazard evaluation) was reviewed for similar disinfectant leak of the aer and the hazard/risk index was 4, which indicates the associated risk is low. The investigation found that the useful life of the skinner valve assembly (pn 40-06981-001) is two years or 2000 hours of use. Upon review of this aer unit's service history, it was found that the disinfectant pump valve (a skinner valve) was not replaced between (B)(4) 2008 and (B)(4) 2010. Thus, the age of this component is greater than two years. Its replacement is considered routine servicing and can be attributed to normal wear and tear of the unit. Follow up with the biomed confirmed that the replacement valve resolved the issue. The unit was reported to be functional. Further investigation is not required.